Event description:
Reportable based on the device analysis completed on (B)(6) 2023. It was reported that the coil was damaged. The target lesion was located in the moderately tortuous vein. A 10mm x 25cm interlock-35 was selected for use. During the procedure, it was noted that the distal part of the coil got damaged inside the catheter. Per physician's comment, it might be caused by a compatibility with the catheter, and the inside of the catheter might have been damaged as multiple catheters were used. The coil was removed together with the catheter from the body. The procedure was completed with another interlock-35. There were no complications reported and the patient was stable post procedure. However, the device analysis revealed that the coil detached at the coil arm section.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The main coil was returned stuck inside of a non-boston scientific catheter and the main coil was observed stretched and detached at the coil arm section. A part of the original box was returned, and it was observed that the pouch information matches with the complaint information. Under the microscope it was observed that the main coil was stretched and detached at the coil arm section.